Event description:
Customer reported via phone call that they hospitalized due to low blood glucose level on (B)(6) 2022 customer's blood glucose value was 33 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with glucagon. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown auto mode feature was active or not time of high blood glucose event. Customer stated retainer ring was broken off and reservoir was not able to lock in place and insulin pump not turn on. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring= missing. The customer was hospitalized for low blood glucose's on (B)(6) 2022. The customer alleged the insulin pump has blank display and the retainer ring broke off. The insulin pump was received with a blank display. Unable to perform functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to perform the history download and carelink upload due to blank display. Insulin pump was cut open to perform visual inspection and found corroded power connector on electric board 1, corroded electric board 1 and electric board 2, corroded lcd flex traces, corroded force sensor and corroded battery tube assembly. Blank display due to corroded power connector on electric board 1. The original electric board 2 was installed and swapped out with a working test electric board 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The crest software download was utilized and successful. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Critical pump error (open book image) alarm, problem suspected on electric board 2. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, missing serial number label, cracked battery tube threads, cracked case at the corner of the belt clip rail, keypad overlay texture damage, and pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to perform the functional testing due to blank display. Unable to confirm alleged low blood glucose's. Blank display was confirmed. Missing retainer was confirmed. Critical pump error (open book image) alarm was confirmed. Unable to download history files and traces were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.